Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate resulting in the pt receiving less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified medication with a concentration of 200mcg/50ml, at a rate of 0.7 mcg/kg/hr, with a vtbi (volume to be infused) of 50ml, and the delivery was started. No further programming parameters were provided. It was reported that 18 hours after the delivery was started, the device was delivering as programmed. It was reported that two hours later, the device was found to be delivering at a rate of 0.6ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were reported. Though requested, no additional info was requested.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.